Manufacturer narrative:
(B)(4). Approximate age of device: 14 days. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient started showing signs of gi bleeding shortly after pump implant. The reported clinical symptoms included multiple episodes of black tarry stools. Patient had no pre-existing history. An endoscopy and colonoscopy prior to implant was unremarkable. On (B)(6) 2015, the hemoglobin level was found to be 6.1 g/dl and the patient was transfused with multiple units of packed red blood cells (prbcs). Another episode of a drop in hemoglobin to 6.5 g/dl occurred on (B)(6) 2015 with recurring black tarry stools. An endoscopy showed arteriovenous malformations (avms) proximal duodenal which were treated with argon plasma coagulation (apc). Octreotide therapy was also initiated at that time. On (B)(6) 2015, another episode of drop in hgb occurred and a capsule study showed bleeding in the mid small bowel. Over the next year, the patient continued to experience multiple episodes of gi bleeding requiring outpatient transfusions and double balloon enteroscopies. On (B)(6) 2016, another double balloon enteroscopy apc was performed due to 4 avm's in mid and distal jejunum. An arterial lesion was bleeding for the second time, this time epinephrine was injected, apc performed and 7 hemostatic clips placed. In (B)(6) of 2016, the patient had a partial bowel resection due to recurrent anemia and gi bleeding. After that, the patient was placed on 1mg of coumadin, inr was subtherapeutic. Coumadin was discontinued as the hgb remained stable after resection. It was reported that the lactate dehydrogenase (ldh) levels had never been an issue for the patient.